Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. Estimated blood loss was 2cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment on the same machine. The sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The reported complaint is a confirmed as visual examination of the returned dialyzer observed debris lodged between the silicone o-ring and polyurethane cut surface on the cavity ID end. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter caps and blood port caps. The fibers were wet with evidence of blood exposure. Coagulated blood was noted between threads of the screw flanges and the dialyzer housing on both ends. Gross visual examination could not determine any damage, defects or irregularities affecting the physical integrity of the dialyzer. The dialysate and blood ports were intact, the screw flanges were undamaged, fully engaged and sonically welded into place on the housing threads. The silicone o-rings within the screw flanges were seated correctly without observable damage. The polyurethane material was intact, distributed evenly and without any visual identifiable inconsistencies. Inspection of all molded components (polycarbonate and polyethylene) did not isolate any defects which many have caused an improper mating between parts. The dialyzer was subjected to a laboratory leak test where a leak was noted originating from beneath the cavity ID end screw flange at 15.0 psi. The dialyzer was then subjected to disassembly. The sonically welded screw flanges were removed for further visual examination. Subsequent to removal of the cavity ID end screw flange at 15.0 psi. The dialyzer was then subjected to disassembly. The sonically wielded screw flanges were removed for further visual examination. Subsequent to removal of the cavity ID end screw flange, the complaint investigator noted a thin piece of debris situated between the potting cut surface and the o-ring at the cavity ID end. Visual characteristics of the debris are consistent with polyurethane/polyethylene (pe/pu) silvers; they are thin and flexible but retain shape. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.